Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument malfunctioned and did not finish the staple load that had been fired. Malformed staples were also observed. The procedure was completed as planned with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and found to have one firing failure per log review. Firing failure was not replicated during testing. The stapler was installed onto an in-house system and fired on a test sheet using in-house blue reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The stapler sheath was returned with the stapler instrument. The sheath was found to have a tear near the distal end. The tear is approximately 0.141" in length. There was no missing material. The white stapler reload was also returned with the stapler instrument. The reload was found to have the knife exposed within the knife track. Log review confirmed the reload was involved in a firing failure. The knife was exposed towards the middle of the returned reload. Additional observation not reported by site that is related to the primary failure: the reload was found to have mechanical indentation damage to the knife blade. A review of the advanced log for the curved-tip stapler 30 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following information was provided: logs show (part number: 470530-08, lot number: t11230223-0006), was installed on the system 4 times and fired 2 reloads (2 white). On installs 1 and 2, a white reload was installed in both instances, however no clamping or firing was performed on these installs. On install 3, clamping and firing were completed successfully. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 45% completion with a peak firing torque that had passed the threshold. Logs show error code 22030, representing the failure. The instrument was then removed and not used in the procedure again. There were no additional relevant errors in the logs.